Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for mid to distal anterior thigh pain on (B)(6) 2017, the patient had a revised total right knee to address instability. Depuy components along with competitor cement x2, were implanted during this procedure.. (B)(6) 2019 medical records note that the patient presents with pain in right knee and hip, with buckling and swelling of the right knee. Left knee pain due to oa changes (natural knee). Patient is doing physical therapy date of implantation: (B)(6) 2017. Date of event (onset): (B)(6) 2018. (Right knee) treatment: physical therapy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.